Manufacturer narrative:
A medtronic representative went to the site to service the system. There were no failures identified and no hardware parts replaced. The system was functioning as intended. Software analysis was performed: reviewed the logs and observed that user tried to transfer the exam 2 times and 2 times got an error ¿ptreader unread value in dicom file¿ and 3rd time transfer is complete. Reviewed the archive and it has 4 oarm exams and all are as per the protocol. There was a software failure identified. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: 1.3.2, ubd: , UDI#: this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the scan did not auto-transfer to the navigation system as expected. The site took two more spins, and those sent just fine. The probable cause was suspected to be due to the scan not having a navigation tag. It was noted that the site most likely let go of the button early. There was no delay to the procedure and no impact to patient outcome.